Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported device was confirmed to be in backup vvi reset mode due to a power-on reset. The device was found to have hv output circuitry damage, on q17 and q23 transistors, resulting from a maximum voltage command shock that began about 10 seconds before the backup mode occurred. All of the therapy shock deliveries were aborted due to detection of over current or due to the output circuitry damage. The cause of the backup mode was from external defibrillation.

Event description:
It was reported that during dft testing at implant, the ICD indicated a possible high voltage lead issue after the first shock was delivered. External shock was delivered to the patient. Telemetry was lost and the device went into backup vvi mode. This device was not implanted.